Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not turning on. The device automatically locked and became unresponsive, displaying a white screen. The system repeatedly looped through initializing peripherals, auditing hardware, and securing hardware screens before returning to the white screen. Users were unable to log in and attempts to do so resulted in being immediately kicked out. However, there were no delay and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system was not turning on. A field service engineer (fse) identified that the station was rebooted while updates were in progress, causing the operating system to hang. The unit was powered down for 10 minutes and then restarted, allowing the updates to install properly. Additionally, the customer found items stuck at the back of the drawer that were blocking sensors and causing drawer failures and these obstructions were removed. The unit was then tested, confirming normal system operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.